Manufacturer narrative:
Correction: d6b - previous explant date was incorrect. Date of explant has been corrected.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients leads had migrated. As a result, the patient underwent surgical intervention where their leads were explanted and replaced. Therapy restored. Related manufacturer reference number: 1627487-2023-04230.